Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged exposure to moisture found on (B)(6) 2021. The pump passed the self test and displacement test. No pump alarms/alerts in the pump history for the event date noted. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly and motor assembly. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Pump exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that insulin pump had exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.